Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025 their ilet device was damaged when it fell from a purse onto the street and was run over. The touchscreen was cracked and unusable. Blood glucose was not affected. A replacement device was sent.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.